Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system down - no more start possible. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the software crash due to which application did not start. To resolve the issue, philips field service engineer (fse) reinstalled the software. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.